Manufacturer narrative:
It was reported that the pruitt f3-s polyurethane carotid shunt was found to have a hole/leak in the balloon during the procedure. The product was not returned for evaluation, therefore the root cause of the reported event could not be determined. The lot history record for the device was reviewed, no issues were found that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that during a carotid endarterectomy case the pruitt f3-s polyurethane carotid shunt was found to have a hole (leak) in it on the common carotid balloon. The surgeon immediately clamped off the device and retrieved another one for the case. No injury was reported.